Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and returned complaint device. It is noted that the physician was able to retrieve the ivc filter without injury to the patient and that another cook filter was used to successfully complete the procedure. The femoral introducer inside the blue sheath, and filter were returned. The filter is located in the sheath, and has penetrated the sheath ~17cm from the sheath tip. Retraction of the filter into the sheath has been attempted resulting the secondary legs to completely curl up. The root cause of the reported event is determined to be excessive force applied during the procedure, which is supported by the complaint report itself "a tulip filter was advanced into the delivery sheath but could not be advanced past a tortuous portion of the iliac veins. Ivc filter punctured through the sheath wall". No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Fluoroscopy on (B)(6) 2017. Common device name: vena cava filter. Model #: 52917; UDI #: (B)(4). Implant date: (B)(6) 2017. Explant date: (B)(6) 2017. (B)(6). Investigation is still in progress.

Event description:
Description of event according to initial reporter: upon inserting sheath, when meeting the tortuous iliac, the filter protruded through the sheath. Ultimately, the user was able to pull the device including the filter out of the patient. Patient tolerated the procedure well and seemingly did not notice anything happened. A bard filter was attempted to be placed but it could not be advanced past tortuous iliacs. Another cook filter was used to successfully complete the procedure. Additional information received from medwatch 28feb2017: "a tulip filter was advanced into the delivery sheath but could not be advanced past a tortuous portion of the iliac veins. Ivc filter punctured through the sheath wall and prematurely deployed in the common iliac vein. The physician was able to retrieve the ivc filter without injury to the patient." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence.